Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2019. Data was evaluated and the allegation was confirmed. A probable cause could not be determined. The reported glucose values fall with in the d zone of the parkes error grid. No injury or medical intervention was reported.